Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown / not provided. PMA/510k: additional PMA/510(k) numbers: k013227.

Event description:
It was reported that the analog was unable to disengage from the implant. The implant was removed. Tooth location 19.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product system identified signs of use and dried blood and bone around the threads. It was determined the device passed functional testing as the mount could be removed from the implant and assembled without issue. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was not confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative. The following section has been corrected: h6 device code.

Event description:
It was reported that the mount and implant would not disengage. The implant was removed. Tooth location 19.